Manufacturer narrative:
Medwatch report number: (B)(4). Correction to field h10. Related report number.

Event description:
It was reported that during a cystoscopy procedure, a fiber broke causing a spark and burn to the left inner thigh of the patient. The procedure was completed with another device. The patient burn was the size of a pinpoint and no treatment was needed.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Burns are a known inherent risk of device use as stated in the instructions for use. Based on the information available the cause that contributed to the reported event cannot be established. Medwatch report number: (B)(4).

Event description:
It was reported that during a cystoscopy procedure, a fiber broke causing a spark and burn to the left inner thigh of the patient. The procedure was completed with another device. The patient burn was the size of a pinpoint and no treatment was needed.

Manufacturer narrative:
Medwatch report number: (B)(4).

Event description:
It was reported that during a cystoscopy procedure, a fiber broke causing a spark and burn to the left inner thigh of the patient. The procedure was completed with another device. The patient burn was the size of a pinpoint and no treatment was needed.